Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 128 alarms. There was a secondary ¿post-delivery motor power supply fault¿ observed in the black box as well. The ez-prime steps were performed successfully. All the currents readings were within specification. The short battery life issue was unable to be duplicated. Unrelated to the original complaint, there was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked at the threads on the side. The pump¿s cover was removed and there was further moisture corrosion found to the printed circuit board on the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.